Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with hyperglycemia, and she believes the insulin delivery of the infusion device is inaccurate. Her blood glucose elevated to 500 mg/dl, and she was unable to lower it by changing the accessories. She was discharged from the hospital when her blood glucose decreased to 188 mg/dl, and she is now delivering insulin via pen. The alleged products were requested for evaluation.